Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to high risk of deep vein thrombosis and pulmonary embolism prolonged immobilization with bedrest due to an inoperable fractured pelvis and history of blood clots. At some time post filter deployment, it was alleged that the filter migrated to heart and struts detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The detached strut retained in right atrium. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for the alleged filter detachment and filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: h6 (method). H11: d4 (medical device lot no.) H6 (result and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to high risk of deep vein thrombosis and pulmonary embolism prolonged immobilization with bedrest due to an inoperable fractured pelvis and history of blood clots. At some time post filter deployment, it was alleged that the filter migrated to heart and struts detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The detached strut retained in right atrium. The current status of the patient is unknown.